Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.

Event description:
A peritoneal dialysis (pd) nurse indicated a patient had peritonitis that resolved in (B)(6) 2015. Medical records were requested but were unavailable.